Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that at the surgery center, the nasal tube balloon was punctured. The product was not reprocessed, was used according to the manufacturer's instructions. Patient involvement unknown.

Manufacturer narrative:
E. Initial reporter name is confidential and unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.